Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Gastrointestinal ulcer is a known complication of a peg-tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized for a peg-j removal due to ongoing issues with wound healing around the stoma site. During the peg-j removal on (B)(6) 2021, erosive duodenitis and was found in the descending duodenum. New peg-j tubing was placed on (B)(6) 2021.